Event description:
It was reported, that patient's right ventricular (rv) lead exhibited noise oversensing. Pacing inhibition was noted, due to oversensing. Patient experienced arrhythmia. The lead was capped and replaced on (B)(6) 2024. The patient was stable.